Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large crack was observed on a minicap which resulted in iodine leakage. This was observed while in use for peritoneal dialysis (pd) therapy; further described as the home patient (hp) woke up and found iodine leaked onto their sheets. On closer examination, the hp noted a large crack located near the opening of the minicap. The hp stated they did not use extra force to tighten the minicap onto their transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.